Manufacturer narrative:
(B)(4). The device was serviced on site but awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump displayed a f-94 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The f-94 alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be a damaged battery. The device was not repaired. Should additional relevant information become available, a supplemental report will be submitted.